Event description:
It was reported that following a device changeout there were high thresholds on the right ventricular (rv) lead. Remote alerts were received indicating the impedance was varying and high. Impedance had returned to normal upon interrogation in the clinic. When the patient came in for revision it was found that the pace/sense pin of the lead was not all the way in the device header. The pocket was opened and a revision performed. The lead and device are still in use. The patient is enrolled in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.